Event description:
It was reported that the actual reservoir volume (20 ml) was greater than the expected reservoir volume (3 ml). The pump flipped and then flipped back. The hcp (healthcare provider) thought that she felt the catheter over the pump and was concerned that it was out of the intrathecal space or disconnected from the pump. The patient looked like she was not getting any therapy. The patient had felt this for about a week, but the hcp felt it had been longer because the patient got a dose increase a week ago for the same thing. There were no pump alarms and the pump logs looked normal. X-rays were scheduled for the next day. The patient was being managed with oral baclofen. The pump was delivering lioresal. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).